Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444 mexico baxter healthcare - englewood 14445 grasslands dr englewood co 80112 united states should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked at the outer pump tube. The issue was identified during set up/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.